Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 5.0-4/4t/40 symmetry¿ 40 balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 50 seconds, the balloon ruptured. The procedure was completed with another 5.0-4/4t/40 symmetry¿ 40 balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 5.0-4/4t/40 symmetry balloon catheter was used for plain old balloon angioplasty. The device was removed by simply pulling it out from the patient's body. The patient¿s condition was good.